Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for our results of investigation.

Manufacturer narrative:
The 510k associated with concomitant devices: k111711.

Event description:
Additional information received indicates the patient developed a pre patellar effusion which was larger and did not diminish with time or compression. Therefore a bursectomy was performed.

Event description:
It was reported that patient had chronic knee swelling that results in a surgical intervention: bursectomy.